Event description:
Boston scientific crm received info that this OEM right atrial (ra) lead may have been sensing noise. All lead measurements were normal. Technical services reviewed electrogram strips and advised that it was impossible to distinguish whether noise was being oversensed or if this was simply atrial fibrillation (af). Subsequently, the pt admitted himself to the emergency room, where he presented with palpitations and was in af. The pem ra lead had dislodged and was repositioned. At a following check, the lead was noted to have dislodged again.